Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and one shock for what was suspected to be an atrial driven rhythm. It was noted that the patient was shoveling snow at the time. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.